Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who had 425cc mentor memorygel breast implants experienced left sided rupture and several unexplained systemic symptoms post procedure. The left breast was notable smaller and free silicone was noted. The rupture was confirmed through magnetic resonance imaging and mammography. The specific nature of the systemic symptoms was not specified. It was just stated the patient was having health issues. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2022-02239 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on march 8, 2022. The devices were explanted, however, the date of explant was not provided. If this information is made available in the future, then a supplemental report will be submitted. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture/generalized illness manufacturer¿s reference number: (B)(4).